Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that on (B)(6) 2023, the department placed a PICC on patient and during the catheterization process, after the successful puncture of the hard needle in saidinger, the puncture needle was placed at the front end of the guidewire, and when the catheter sheath was placed at the end, it could not be entered, and it was found that there was a burr at the front end of the guidewire. Prolong the duration of patient treatment.